Event description:
Patient had a mammogram in late 2010. Images were being reviewed prior to her breast surgery 3 months later, and it was noticed that two of the images from her 2010 study did not save correctly in our pacs system.